Event description:
It was reported that the device indicated elective replacement (eri) and the patient presented for a device change-out. At the device change-out, the battery voltage was noted to be higher than the eri trigger point. The device was reprogrammed and the battery longevity estimate improved. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).